Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. As received a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found external insulation abrasion that breached only the optim sheath consistent with friction of the lead to the device can.

Event description:
This report is to advise of an event observed during analysis.